Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure.